Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy effluent. The cause of the event and treatment were not reported. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was discharged from the hospital, however, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.